Event description:
During svc testing, a baxter field svc engineer reported a failure code 812:02. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.